Event description:
The second of two reports involving the same pt. (B)(4). A mayfield skull clamp was involved in a slippage during a pt surgical procedure. The reporter described the events as; after the pt experienced the initial laceration, a different mayfield skull clamp was applied and the pt experienced a laceration on her forehead. The laceration required sutures/staples to close the wound.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.